Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
No ts or suture remain on the needle. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced causing the pre-deployment of t2. No root cause related to the manufacturing process can be established. Use error cannot be ruled out as a contributing factor.